Event description:
The optical biometer examination results printed were not correct. The physician selected a lens that was not best suitable for the patients condition.

Manufacturer narrative:
Only the database will be returned for manufacturers evaluation. The database has not arrived yet. Due to the nature and type of examination, the medical professional performing the examination is advised to verify the measurement reading for plausibility as noted in the device instruction for use. The distributors have been provided with a software update. The error responsible for the event has been rectified.